Manufacturer narrative:
(B)(6).

Event description:
It was reported that patient death occurred. A percutaneous coronary intervention was performed on a patient treating in stent restenosis on a previously implanted non bsc stent 2 years ago. The patient was considered not suitable for surgery and with multi vessel disease. A stent was placed in the circumflex. Then the lesion in the prox. Lad was opened with a small balloon. A cutting balloon was used then the 3.00mm x 15mm nc emerge balloon catheter was advanced. The nc emerge balloon catheter inflated normally but was not able to deflate. The nc emerge balloon catheter became stuck within the stent. A buddy wire was used in attempts to remove the nc emerge balloon catheter but were unsuccessful. Patient became hemodynamic unstable and needed cardiopulmonary resuscitation. Patient death occurred in relation to this event.